Event description:
It was reported that this recently implanted pacemaker intrinsic amplitude is out of range on the right atrial (ra) lead. The presenting electrogram (egm) shows significant atrial undersensing observed. Further review was recommended for increasing atrial sensitivity at the next in-clinic review. At this time, the device and lead remain in-service. No adverse patient effects were reported. Received additional information this pacemaker reported an alert that was detected for right atrial automatic threshold (raat) suspension due to the rate is too high. The presenting egm shows variable atrial rhythm with few atrial pacing which appears to be capturing. The atrial pacing output is programmed to trend at 3.5v (volts) @ 0.4ms (milliseconds). It was noted there were no measurement from the recent in-office check. The battery longevity is normal and the other lead measurements are satisfactory. At this time, the device and lead remain in-service. No adverse patient effects were reported.

Event description:
It was reported that this recently implanted pacemaker intrinsic amplitude is out of range on the right atrial (ra) lead. The presenting electrogram (egm) shows significant atrial undersensing observed. Further review was recommended for increasing atrial sensitivity at the next in-clinic review. At this time, the device and lead remain in-service. No adverse patient effects were reported.